Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high thresholds. Additional information indicated that high output was noted and elevated threshold. This lead was surgically abandoned. No additional adverse patient effects were reported.